Manufacturer narrative:
The lens was returned dry in a lens case/ vial and had clear surgical residue on lens surface. Visual inspection found the lens haptic broken. (B)(4).

Manufacturer narrative:
Additional information was received. The reporter stated that after lens explant, a new shorter lens was implanted in the patient's right eye (od) on (B)(6) 2017. This exchange resolved the problem. (B)(4). The lens was exchanged for a shorter lens due to excessive vault in the patient's right eye (od) and not low vault as previously stated. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). This lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, 4.0 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting, angle closure with elevated iop, angle closure glaucoma, and significant reduction of irido-corneal angles. The lens exchange is planned and a new icl was ordered.